Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment revealed that the bearings were damaged and would not allow a burr to pass through the bore. Therefore, the reported condition was duplicated and confirmed. Evidence suggests this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported during a surgical procedure, it was observed that it was "hard to get the burr in and out" of the attachment device. The reporter could not clarify the type of surgical procedure. It was unknown if there were delays to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.